Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple minimum fill notifications. Reportedly, the customer filled a cartridge with 300 units of insulin. The customers blood glucose was 99 mg/dl. During troubleshooting it was discovered the customer was not performing the proper air removal technique. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.